Event description:
It was reported that the patient began having a pulling sensation and minor pain in her left hip in (B)(6) 2012. An MRI was taken and showed fluid on the hip.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.